Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 failed. A field service engineer found that tower door 4 was clicking, applied black grease, cleaned the microswitch connections, added stabilizers to the white wiring harnesses, and tightened the microswitch connections to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door was failing and not recoverable. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.